Event description:
It was reported that at 27 days post-op, the patient developed an infection. According to the reporter the patient received a left knee arthroscopic loose body removal, chondroplasty of lateral femoral condyle and an open medial patellofemoral ligament reconstruction. In 2009, the patient went to the ER with pain and swelling. A second surgery was performed; surgeon did an open debridement, cultures were taken and a large hematoma was revealed. At about two weeks later, the patient was admitted for the third time where the surgeon removed the screws and a competitor¿s allograft; cultures were taken. At the post-op office visit one week later, the patient was doing well. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available, and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile.based on the information provided, the types of organisms identified, (a pathogen responsible for common nosocomial infections) and skin flora were determined to not be a product related issue.this is the first complaint of this type for this part/lot combination. The evaluation conclusion of this event is being communicated to the event reporter. If the device is returned, and additional information is obtained, a follow-up report will be submitted.